Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the device outside of original packaging. The anchors and suture are not pictured with the device. The needle of the device appears more linear than intended. A visual inspection revealed the device was recieved outside of original packaging. The t2 anchor and piece of the suture were returned detached from the device. The t1 anchor was not with the device. The needle appears more linear than manufacturer intended. The deployment needle is in the t1 pre-deployment position. A functional evaluation revealed the deployment knob functions as intended. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair the fast-fix t2 could not be deployed. The procedure was completed using a back-up device and without a significant delay. No other complications were reported.